Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after the user exited the shower and attempted to reconnect to the ilet, the device screen powered on briefly and then shut off, rendering the touchscreen unresponsive; a replacement ilet was provided and blood glucose was not impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with the touchscreen component resulting in unresponsive keys or buttons. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.